Event description:
It was reported that the neurostimulator on the pt's right side was functioning with impedances measured at >2000 ohms on some of the unipolar lead pairs. Additional info was requested.

Manufacturer narrative:
(B)(4).